Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient undergoing a primary breast augmentation with mentor memorygel 275cc silicone breast implants which the left side ruptured intraoperatively. Doctor used another implant with catalog number 3542751, lot number 7662934 on (B)(6) 2019. No adverse event or patient consequences reported.

Manufacturer narrative:
Device evaluation: during evaluation of the sample a tear was observed on the anterior aspect measuring approximately 6.3 cm. Microscopic test was not performed to avoid compromise the device integrity. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. Although no conclusion could be reach on the reported event, it should be noted that mentor performs 100% inspection of all devices prior to release. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019,the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. For better codification patient code updated to" no adverse event". Manufacturer¿s reference number: (B)(4).